Event description:
It was reported by the patient that they "had to have the defective lead replaced". Additional information has been requested and not yet received. No patient complications have been reported as a result of this event. Follow up information was received and it was further reported that the lead was replaced due to a fracture, oversensing and a sudden increase in impedance.

Event description:
It was reported by the patient that they "had to have the defective lead replaced." Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up information was received and it was further reported that the lead was replaced due to a fracture, oversensing and a sudden increase in impedance. Evaluation summary: the lead was not returned to the manufacturer. Performance data regarding the lead was returned to the manufacturer and analysis is unknown. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg defibrillator, implanted: (B)(6) 2007; 5076 non-defib lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.